Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. A system check for the past occlusions could not be performed. Using the current supplies, a system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer's blood glucose (bg) level ranged from 300 to 600 mg/dl. The customer has retinopathy and due to the poor control of the bg level, internal bleeding in the eye had occurred. Correction boluses and insulin injections were used to address the high bg level. Although requested, additional follow-up information was not received.